Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with the issue and found that the electrode was bent at the bottom of the cannula. The customer mentioned that their insulin pump experienced a no delivery alarm because they ran out of insulin. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed the test. A visual inspection found a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.